Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was observed on all conductors.

Event description:
It was reported that the lv (left ventricular) lead moved post-implant. The lead was removed and another lead was implanted. No patient complications were reported as a result of this event.